Event description:
It was reported that during a meso rectal tumor procedure, the non active blade broke during the procedure. It happened at the end of the procedure, however, the doctor did mention he worked hard/ stressed the instrument. The doctor clamped, cut and tied to complete the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). The tissue pad was examined and normal wear was visually seen. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.